Event description:
During a literature review the following article was found: corriere et al vena cava filters and inferior vena cava thrombosis; thirty-fourth annual symposium on vascular surgery, society for clinical vascular surgery, las vegas, nev, mar 8-11, 2006.; reports three (3) cases of vena cava thrombosis with the optease filter. Four (4) additional patients with vena cava thrombosis involving vcf placed at other medical facilities were treated at our institution. All of these cases involved male patients with acute clinical symptoms of phlegmasia, and all had recently placed prophylactic opposed biconical vcf (one optease and three trapease) before orthopedic procedures.

Manufacturer narrative:
A literature performed found an article reporting three (3) cases of vena cava thrombosis with the optease filter. Four (4) additional patients with vena cava thrombosis involving vcf placed at other medical facilities were treated at our institution. All of these cases involved male patients with acute clinical symptoms of phlegmasia, and all had recently placed prophylactic opposed biconical vcf (one optease and three trapease) before orthopedic procedures. After further review of the article, it was noted that one of the patient¿s is this group ((B)(6) optease filter) underwent emergent surgical venous thrombectomy, lower extremity fasciotomics, and abdominal decompression before death. The date of the patient¿s death was unknown. The devices are not available for inspection. (B)(4): please note that this report represents notification of three (3) separate events involving thrombosis from a literature review source and for which specific patient information was not available. Manufacturing records (DHR) could not be reviewed, as the product catalog and lot number are not available. Based on the information provided and the inability to assign or determine a root cause, no corrective actions will be taken at this time. The article concluded that in their experience, both p-vcf and r-vcf (permanent and retrievable vena cava filters) can be placed safely. Among both permanent and retrievable devices, however, opposed biconical designs seem to be associated with an increased risk for vena cava thrombosis. Although causative factors remain unclear, filter design and resultant flow dynamics may play an important role. Vena cava thrombosis was limited to patients in whom the opposed biconical vcf designs were placed. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombus in the filter does not represent a device malfunction. Thrombosis in the filter is a well known potential complication and occurs in a relatively small percentage of patient¿s of all patients¿. Factors that may have influenced the event include patient, pharmacological and lesion. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken. This is one of three reports for products identified from the same journal article. Please reference MFR. Report # 9616099-2013-00421; # 9616099-2013-00422; and # 9616099-2013-00423.

Manufacturer narrative:
Please note that this report represents notification of three (3) separate events involving thrombosis from a literature review source and for which specific patient information was not available. An investigation is underway to obtain this information. Please note that the event date is (B)(6) 2006 which is first day of presentation of the article. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of three reports for products identified from the same journal article. Please reference MFR. Report # 9616099-2013-00421; # 9616099-2013-00422; and # 9616099-2013-00423.